Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, implanted: (B)(6) 2017, product type: lead. (B)(4).

Event description:
Information was received from the manufacturer's representative regarding a trial patient who was implanted for basic evaluation (be). The trial patient reported they had severe nerve damage and that blood saturated though their bandage. The following day the patient reported they went to their doctor because they were bleeding a lot so the bandage was changed. It was noted that a x-ray was taken and showed the left lead was too deep. On (B)(6) 2017, the trial patient reported the bandages caused redness and blistering and they had numbness on the left side. Follow up information received on june 25, 2017 reported again the patient had a reaction to the adhesive and that they had blisters from the reaction that kept rupturing. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the severe nerve damage was a pre-existing condition prior to the trial. The cause of the left lead being placed too deep was not known and the temporary leads were removed. It was reported that the issue was resolved. No further information reported.